Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having high blood glucose due to no delivery alarms and bent cannulas. The customer stated that he is in his way to the hospital at time of call and troubleshooting could not be performed. The blood glucose reading was over 350mg/dl. The customer mentioned that mastisol had spilled all over the infusion sets in the bag, and he is unsure if this incident could be the problem. The caller is vacationing, and when he attempted to insert manually, he could not get the infusion sets to work. No further information was provided.